Manufacturer narrative:
Result of investigation: two components were returned and evaluated by the carefusion failure analysis lab. An exhalation valve assembly was received and evaluated but the reported issue could not be duplicated. There was no failure detected with the exhalation valve assembly component. Failure analysis lab examined the vela main pcba board. It was installed into a test ventilator and failure transducer fault was duplicated. The root cause of the reported failure was isolated to a transducer that failed. The reported issue will be internally investigated.

Manufacturer narrative:
Result of investigation: failure analysis lab reexamined the vela main pcba board due to the part number on the pcba not matching the recorded part number on the on the complaint. The pcba was installed into a test ventilator and reported issue of the transducer fault was not duplicated during re-evaluation. The reported issue will be internally investigated.

Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). Result of investigation: the fsr (field service representative) replaced main board. After replacement observed that exhalation was slow and erratic. Attempted exhalation valve calibration and immediately got a "no cal data" error message. Event log revealed multiple bad exhalation characterization error messages. Replaced exhalation valve and calibrated same. The fsr tested the unit and it is now operating within factory specifications.

Event description:
The customer reported while using the vela ventilator, it alarmed low volumes. The customer stated there was a patient on the unit when the error occurred, the patient was switched to another unit, no patient harm reported. After taking the device off of the patient, the customer reported the ventilator also alarmed xdcr (transducer) fault.